Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The same day as the event onset, the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic (dose, route, frequency and duration not reported) for the event. At the time of this report, the patient was still hospitalized but the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.